Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: a representative of fullerton surgical center, lp (united states) informed cook on (B)(6) 2023 of an incident involving a ngage nitinol stone extractor (rpn: (B)(4)) from an unknown lot. It was reported that the grasper would not close fully after the first extraction attempt was successfully completed during a ureteroscopy procedure on (B)(6) 2023. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ngage nitinol stone extractor was returned with no original packaging. The device was returned with the basket in the closed position. Handle fully opened and closed basket formation. A review of the device history record (DHR) or search for other complaints from the product lot could not be completed due to lack of lot information from the user facility. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the complaint file and quality control documents does not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. The instructions for use (IFU) does not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause of this event could not be determined. The returned device was found to function normally when tested. The conditions experienced by the device during testing could not exactly duplicate those experienced during use. It is possible, but not confirmed, that unknown procedural issues such as the path of the device inside of the scope prevented the basket from closing during use. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that after the first successful extraction during an ureteroscopy procedure the grasper of an ngage nitinol stone extractor would not fully close. The device was tested prior to use and a laser was not used during the procedure. The patient's anatomy was not tortuous, scarred or calcified. Another device of the same type was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E3- occupation: materials management, g4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.